Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patients wife that her husbands' chest tube is not draining. While the patient was in the hospital the catheter was draining, since the patient has been home a week the catheter has only drained approximately 2 tablespoons. The spouse has alleged that the catheter is leaking at the "end". The patient is having trouble breathing and is extremely agitated. Medical services advised to reposition the patient, this did not give the patient any relief. Patient states the bag is connected correctly and the blue dot on the connector is flat. The patient's spouse has alleged that the leak maybe coming from the connector area. The patient was advised to contact their physician to be evaluated for a possible blockage of the tubing line from protein buildup or the replace the connector.